Event description:
The critical patient in the emergency department was connected to the philips heartstart mrx monitor/defibrillator and the EKG cable would not work with the portable monitor. The ed staff person reported that similar failures have occurred on three to four different occasions recently with various portable monitors in the emergency department.biomed corrective action: the biomedical engineering technician received the cables and the portable monitor to evaluate. The tech verified the problem, but was able to correct it with a new cable. The tech replaced the cables with new ones and will monitor for further issues. Ed staff notified of problem and that spare cables are available, if needed. Biomed indicated that the problem encountered is related to the february 2014 medical device correction from philips (which was received at this facility and shared with staff who use the equipment and biomed) which describes "under certain conditions, leads ECG signals on the heartstart mrx monitor/defibrillator could experience accelerate wear. This could result in an interrupted ECG signal." Philips will be initiating a correction to affected devices (software upgrade). In the interim, staff were educated on actions to follow until the upgrades are completed.